Event description:
It was reported that the user experienced difficulty performing an infusion set change with a 23-inch inset, including inability to lock the spring-loaded applicator and failure to prime and deploy the infusion set despite guided troubleshooting, resulting in multiple failed attempts and misuse of supplies. No reported adverse clinical effects. Outcomes included temporary interruption of therapy setup and the need for additional user education. Investigation included remote troubleshooting, instructional support, and escalation for further guidance. Investigation of this case revealed user difficulty with infusion set handling and applicator priming, consistent with incorrect deployment of the infusion set or improper connection. It was concluded, based on previously established findings for similar reports, that the cause was use error related to infusion set application and technique.